Manufacturer narrative:
A reagent issue can be excluded as the correct repeat value was measured using the same reagent. The field service engineer performed preventive maintenance on the analyzer and the analyzer performed within specifications. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with igg-2 tina-quant igg gen.2 and a second patient sample tested with iga-2 tina-quant iga gen.2 on a cobas 6000 c501 module. The first sample initially resulted in an igg value of 335.7 mg/dl using reagent lot 649901. The sample was repeated twice on (B)(6) 2023 using reagent lot 669439, resulting in igg values of 851.1 mg/dl and 903.5 mg/dl. The sample was repeated on (B)(6) 2023 using reagent lot 649901 on a second analyzer, resulting in an igg value of 894.7 mg/dl. The sample was repeated on (B)(6) 2023 using reagent lot 627900 on the complained analyzer, resulting in an igg value of 891.8 mg/dl. The second sample initially resulted in an iga value of 238.88 mg/dl on (B)(6) 2023. The sample was repeated on a second analyzer on (B)(6) 2023, resulting in an iga value of 308.77 mg/dl. The sample was repeated on the complained analyzer on (B)(6) 2023, resulting in an iga value of 320.29 mg/dl. The sample was repeated on the second analyzer on (B)(6) 2023, resulting in an iga value of 301.23 mg/dl.

Manufacturer narrative:
Igg reagent lots 627900, 64990101 with expiration date 31-may-2023, and 669439 were used. Unless otherwise stated, the igg reagent expiration dates were requested, but not provided. The iga reagent lot number was 669434. The reagent expiration date was requested, but not provided. H3 other text : na